Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with product pl574t - challenger ti-p sm-ligat.clips 12 cartr. According to the complaint description, the titanium clip pack came off when gripping the handle. When the detached magazine was removed from the abdominal cavity and checked, the plastic part at the base was noted to be missing. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Additional information was not provided but has been requested. The malfunction is filed under aesculap ag reference no.(B)(4).

Manufacturer narrative:
Additional information: h6 - codes updated. Investigation results: the product was not returned. The investigation was based upon batch history review, historical data analysis, review of pictures, and event description. During visual inspection of the complaint samples in the pictures, a clip jam and various deformations on the slider sheet were noted. Furthermore, is was noted that the tongue at the proximal end of the plastic housing is seemingly missing. Batch history review: the device quality and manufacturing history records have been checked for all available lot numbers and the products were found to be according to specification valid at the time of production. There are no other similar complaints within this batch. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on review of the applicable risk analysis. Conclusion/preventive measures: based on the information available as well as a result of the investigation, the root cause of the failure cannot be concluded. The error pattern could be confirmed. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited.